Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator change out. Upon interrogation, auto mode switch episodes were observed via merlin transmission on(B)(6)2018 and (B)(6) 2018 that appeared to be noise on atrial lead. Low impedance was also noted on the same lead on (B)(6) 2018. Patient was stable and continues to be monitored.